Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient's physician that the lead issue was increased impedance and pacing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead exhibited rising "amperage," and the patient suspected that the lead was "breaking down." The lead remains in use. No patient complications have been reported as a result of this event.